Event description:
It was reported that the 9800 system would not fluoro and produced a loud humming sound during case. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and the system worked as intended. System put back into service.